Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 25mm 11500a valve in the aortic position was explanted after an implant duration of 1 year, 10 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve.

Event description:
Through implant patient registry it was learned that a 25mm 11500a valve in the aortic position was explanted after an implant duration of 1 year, 10 months due to endocarditis and severe pvl and severe ai. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient underwent redo-avr and placement of temporary pacing wires. Intraoperatively, the prosthetic av was explanted and the noncoronary sinus appeared to be dehisced from the aortic wall. There were no obvious vegetations on the prosthetic av. Underneath the coronary sinus was where the large jet of blood had been going. There was a large cavity at the orifice, above the mv annulus which was clean appearing. It was left without closing as it would have distorted the mitral annulus. A 23mm inspiris valve was implanted. Post bypass tee showed prosthetic av well seated with no perivalvular leaks and all leaflets appear mobile. The patient was taken to ICU in stable condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.